Event description:
It was reported that the patients ipg kept on depleting very quickly and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The explanted ipg was returned and analyzed. Visual inspection revealed that an electrocautery burn marks on the case which is considered explant damage. Block h2: device evaluation block h6: patient code 3191 is used to indicate surgery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg kept on depleting very quickly and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.